Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set with 3 way stopcock in which "the nurse has tried to connect the sets to a patient, the tubes were separated from the luer lock." The event occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual inspection revealed that the tube was under inserted in the luer lock. It was evident that the tube has dislodged from the luer lock prior to use and re-inserted to the luer lock before it was sent to the plant. The reported condition was confirmed. The root cause of this condition was attributed to an under insertion of the tube into the luer lock by the machine. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (u.s); therefore, it does not have a us 510k number. A follow-up report will be submitted if additional information becomes available.